Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Revision on (B)(6) 2019 due to dislocation. Primary surgery on (B)(6) 2019. During the revision, the surgeon explanted the 36/+3 humeral cup and replaced it with a larger humeral cup.